Manufacturer narrative:
The product involved in the subject MDR was returned to us for investigation. After rinsing the dialyzer, a pressure test was performed; and, air bubbles were observed. We observed two fibers with a break near the v-port from the dying test. It appears that some of the dialyzer fibers may have been broken during shipping which caused the dialyzer to leak. This was concluded because the configuration of the dialyzer broken fibers resembled the configuration of the fiber during the drop ship test performed as part of our packaging validation testing. Based on this, it appears the leak was caused by transportation and handling. Dialyzers of the reported lot were delivered in another country. Three similar complaints occured at other facility (database 1116325, 1116349, 1116430). But on these complaints, blood loss on the leak was little and no treatments were given and the patient had no damage for the leak. In accordance with our own sop for MDR submission, we judged it not necessary to report. We investigated the manufacturing and quality control records, including the leak test results for the subject dialyzer lot, and no abnormalities were observed.

Event description:
One blood leak occurred with one patient at the start of hemodialysis treatment. Hemodialysis was continued, treatment was put into on other new product. (Lot no. Of the dialyzer was unk.) The total blood loss volume was unknown. The patient was well.